Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture/corrosion visible inside of the battery compartment. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump revealed moisture in the battery compartment and behind the display lens. A crack was observed along the side of the battery compartment threads. A leak test was performed and a leak was found in the battery compartment. The pump case was opened and moisture was observed throughout the pump and on the printed circuit board.